Event description:
The patella insert was revised due to poly wear.

Manufacturer narrative:
Summary of evaluation: the patellar component was unavailable for evaluation, but has been retained by the patient. However, a review of the device history record revealed that all attributes which could have effected this event met design requirements during MFR.